Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The primary investigator reported via phone call that customer experienced severe hyperglycemia. Customer¿s blood glucose was 390 mg/dl at the time of incident. Customer was changes site and treated for high blood glucose level with 10 unit of correction bolus. The insulin pump will not be returned for analysis.